Event description:
Per independent repair center statement, the irc5po2v concentrator was alarming (red light). The key failure was the 4 way valve caused the unit to alarm and shut down. Additional malfunctions were the pilot valve, sieve beds were saturated and dusted and pe valve produced low o2.